Event description:
It was reported the patient received inappropriate shocks due to oversensing of noise. The patient alarm was sounding. A lead fracture was suspected. The lead was capped and replaced. It was later reported the patient experienced bleeding at home in the evening post rv lead implant. Pressure bandage was applied.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.